Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after approximately 10 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.

Event description:
The patient was revised because of pain. During surgery, it was revealed the femoral component was loose and the insert was worn.